Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded downstream occlusion. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the speaker not working. As a result, the downstream occlusion seal and speaker were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the speaker did not work. During physical inspection, it was found that there was a degraded downstream occlusion. There was no patient involvement, no patient injury was reported.